Event description:
The customer states that they are getting error code 1118 (invalid test results, intercept too low) when running one patient's sample on the axsym digoxin iii assay. There was no impact to patient's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.